Event description:
A therapeutic hydrothermal ablation procewdure was performed in 2004. After six days the patient presented with pain and was admitted to the hospital where a bowel resection was performed and the right fallopian tube was removed. The patient was dischared three days later and has recovered fully.